Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) resulting in a hospitalization; cause was unknown. The customer did not recall the bg value. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.